Event description:
In 2008, a company representative reported the patient's insulin infusion sets are leaking from under the adhesive. On follow up with the patient, he stated that 3 times in the past month, he has noticed insulin leaking from his infusion site. He said this last occurred this morning following a bolus. The patient said he can smell insulin and see that the adhesive patch is wet although it is securely connected to his skin. The patient examined the tubing closely and it does not appear to be separated. He said he inserts the infusion sets by hand and stated the cannula looks like a "wet noodle" when it is removed. He said he was on injections for 10 years and does have scar tissue. The patient was advised to stay at least 2" from previous sites or any known scar tissue. Site management was discussed with the patient and it was suggested he try an infusion set with a longer cannula. Complimentary infusion sets with a longer cannula were sent along with an insertion device and a guide to infusion site management. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.